Event description:
It was reported that a patient underwent an abdomen, panniculectomy excision excessive skin and subcutaneous tissue abdomen, excision, excessive skin and subcutaneous tissue procedure on (B)(6) 2023 and suture was used. During the procedure, the suture broke while suturing. As the stitch was being pulled through the skin subdermally, it was noted to be broken off. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of facility report (B)(4).